Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported patient experienced poor coupling and possible overdischarge ins. Patient stated that ¿it just didn¿t seem to be charging, it was really hard to find where the antenna and barely fit together, it had been like that for 7 to 8 months at least and patient just gave up and stopped using it. Additional information from patient was received. When asked the circumstance that led to poor coupling, patient stated it was difficult to charge the battery, and it does seem to charge now. It was noted steps were taken to resolve the poor coupling was broken connection better now. It was mentioned the replacement of desktop charger resolved the poor coupling and possible od. However, the unit needed to change the intensity, it doesn¿t seem to be working. Additional information was received from the patient. It was reported that they wanted the device removed because it hadn't worked for the last 6 months and was frustrating. A list of physicians was sent to the patient. No further complications were reported.